Manufacturer narrative:
Suspect device UDI: (B)(4). This information was inadvertently left off of initial MFR. Report.

Event description:
It was reported that the patient was admitted to the hospital due to urinary retention and that the urologist believes that it is possibly related to vns. Attempts to obtain additional relevant information have been unsuccessful to date.